Event description:
It was reported that the 9600 system had an intermittent blank screen. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The filters were cleaned during the service call. The system was tested and found to be working as intended and put back into service.